Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that the right ventricular (rv) lead and this right atrial (ra) lead pacing impedance measurements of the pacemaker system displayed an increase. Technical services (ts) analyzed the presenting electrogram (egm) and found that the ra impedance was at 2020 ohms, which was out of range, and the rv impedance was high within normal limits. This resulted in a lead safety switch (lss) from bipolar to unipolar configuration. Ts provided troubleshooting including recommending further testing in clinic and a chest x-ray to verify lead integrity. No adverse patient effects were reported. Currently, the pacemaker system remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). No device details are available. Received voluntary anonymous medwatch report, mw5145304.